Event description:
The customer reported that an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a patient when event occurred. The exact date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The device passed all tests. Covidien reference: (B)(4).